Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the procedure. Refer to MFR report #3005099803-2008-01236 for details regarding the second device. A spyglass direct visualization probe device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, during the procedure, "the pt began to desaturate. The pt coded and CPR was performed for approx 20 minutes. Patient could not be revived." Follow-up info ascertained from the physician revealed that the adverse event was not related to the spyglass device. The primary and secondary causes of death are unknown; request for autopsy results and/or autopsy report have been to no avail.

Manufacturer narrative:
The device was not returned; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The may 2008 15-month spyglass direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.